Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two shocks. The first shock did not convert the rhythm. Technical services (ts) was consulted and determined that the atp appears to accelerate the arrhythmia to the ventricular fibrillation (vf) zone, before the second shock successfully converted the arrhythmia. All shock lead impedance measurements are in normal range. The caller mentioned the medical doctor (md) wanted to perform a defibrillation threshold (dft) test to ensure the device can convert at 41j. The device is currently programmed to initial polarity and all max energy shocks. This ICD remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that the patient was brought in for a defibrillation threshold (dft) test. The device was able to convert the rhythm. This ICD remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and returned for analysis with no allegation. A supplemental report will be submitted with findings from analysis. This ICD was returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two shocks. The first shock did not convert the rhythm. Technical services (ts) was consulted and determined that the atp appears to accelerate the arrhythmia to the ventricular fibrillation (vf) zone, before the second shock successfully converted the arrhythmia. All shock lead impedance measurements are in normal range. The caller mentioned the medical doctor (md) wanted to perform a defibrillation threshold (dft) test to ensure the device can convert at 41j. The device is currently programmed to initial polarity and all max energy shocks. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two shocks. The first shock did not convert the rhythm. Technical services (ts) was consulted and determined that the atp appears to accelerate the arrhythmia to the ventricular fibrillation (vf) zone, before the second shock successfully converted the arrhythmia. All shock lead impedance measurements are in normal range. The caller mentioned the medical doctor (md) wanted to perform a defibrillation threshold (dft) test to ensure the device can convert at 41j. The device is currently programmed to initial polarity and all max energy shocks. This ICD remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that the patient was brought in for a defibrillation threshold (dft) test. The device was able to convert the rhythm. This ICD remains in service. No adverse patient effects were reported.